Event description:
It was reported the device did not cut, no error was observed. The issue found during a therapeutic hysterectomy procedure. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
Technical assistance center (tac) support engineer communication with the facility biomed found that the subject device was tested and determined a low output. Tac recommended sending in for repair. To date, the device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated: d9, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the device cutting issue could not be determined. It is possible that the event was caused by a faulty accessory. Olympus will continue to monitor field performance for this device.